Event description:
The customer reported cycle canceled in injection. While on site to repair the unit the asp field service engineer (fse) found oil mist coming from the unit. The customer stated that there were no physical complaints reported. The fse went to the facility to repair the unit.

Manufacturer narrative:
Capital equipment, unit evaluated at the facility. The fse replaced the injector valve and pump, solenoid valve and fittings and air switch. Rebuilt the throttle valve and replaced the o'ring. Drained 4 jugs of water from the air tank. Replaced the oil mist filter and the converter for fog in room. Ran autotest. Ran empty test cycle. This issue is being addressed with a customer letter, related to correction and removal.